Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely tortuous mid left anterior descending artery. The 2.50x16mm taxus liberte stent was unable to cross the lesion. When the device was removed, it was noted that there was damage to the proximal edge of the stent. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(6). (B)(4).